Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor siltex round moderate profile 325cc, catalog number 3542650, lot number 215469 (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a saline mentor siltex round moderate profile 325cc breast implant and experienced deflation on the left side. The deflation was observed post-procedure. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. During evaluation two rents were observed on the posterior aspect, measuring approximately rent a 2 cm and rent b 0.5cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, analysis lab was precluded from further evaluating the device. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).